Event description:
The patient reported that they have gestational diabetes. Patient used the suspect device and was obtaining high blood glucose values (400 mg/dl and up). Patient was instructed by their doctor to go to the hospital. Upon arrival at the hospital their blood glucose was 130 mg/dl. The suspect device read 204 mg/dl for comparison. Patient was admitted for observation. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.